Event description:
Caller reported a malfunction on pump with a code that was noted as resettable. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Customer continued to use pump after receiving pump reset information from technical support, who assisted with resetting the pump, and caller was advised to call back if issue recurred.